Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the chrome along the outer rim of the dumbbell ball has worn off and the rim is no longer smooth which causes the dumbbell joint action to be stiff. The complaint is confirmed and the root cause has been determined to be worn and damaged areas along the dumbbell ball outer rim. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the ball joint socket was locking up during the case. No backup device was readily available therefore case had to be completed manually. No delay or patient injuries were reported.